Event description:
(B)(4). Same case as: 21365-2012-01355, 2134265-2012-01359. Same patient as: 2134265-2012-01356, 2134265-2012-01357, 2134265-2012-01358. It was reported that during a coronary stenting treatment procedure, thrombosis and dissection occurred. The patient presented with unstable angina. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 95% stenosed, 2.5mm in diameter and 16mm long. The lesion was treated with predilation with a 2.5x8mm apex mr balloon and placement of a 2.5x16mm taxus liberte stent. Residual stenosis was 0%. Following vessel preparation there was grade c dissection. In addition, the non-target lesion had stent thrombosis of two unknown taxus drug eluting stents (2.75x32mm; 3.0x32mm deployed in 2009) in proximal to mid right coronary artery (rca) was treated with balloon angioplasty resulting in timi 3 flow. In (B)(6) 2010, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. If implanted, give date - (B)(6) 2009. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).